Manufacturer narrative:
Patient identifier: sid: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased alinity I tsh results when comparing to architect result on one pediatric patient. The results provided were: on (B)(6) 2020 sid (B)(6) alinity tsh result=2.3813 uiu/ml. On (B)(6) 2020 redraw and repeated on architect tsh result=27.1352 uiu/ml. There was no reported impact to patient management.

Manufacturer narrative:
A search of complaints for alinity I tsh assay, lot 11104ui00 identified no similar complaints and no trends for the customer's issue. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and inhouse testing of a retained kit of the complaint lot number. Trending review determined no trends for the issue for the product. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the likely cause lot(s) and complaint issue. In house sensitivity testing of panels which mimic patient samples was completed using a retained kit of lot 11104ui00. All specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I tsh assay, lot 11104ui00.